Manufacturer narrative:
Analysis of the extension found no significant anomaly. It was noted the connector on the proximal end of the extension was cut. Analysis of the implantable neurostimulator found no significant anomaly. It was noted the battery was not in new condition.

Event description:
It was reported that high impedance values were measured prior to the explant of the patient¿s implantable neurostimulator (ins). It was stated the ins and extension were removed at the time of report and that the ins would be replaced the week after report. It was noted there was ¿no¿ health hazard to the patient as a result of the event. Additional information indicated a new ins was implanted on (B)(6) 2014. It was noted the patient had ¿recovered¿ and was discharged. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant product: product ID: 7482-51, serial# (B)(4), explanted: (B)(6) 2014,product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.